Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) keypad was out of specification. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken power button. The power button had no "bounce back". The epg was returned for service. There was no patient involvement.